Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 64-year-old male patient presenting in acute decompensated cardiomyopathy, in scai stage d shock, and on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), the power cord wrapped around the patient's foot and pulled the driveline out of the red plug. The device was non-functional and noted to be pulled back across the valve. Plan to exchange for a new 5.5 placement. While on support, the device functioned as intended at p-7 at 4.2l/min with d5w heparin in the purge solution. The impella is being reported due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. The device is not available for return at this time.

Manufacturer narrative:
Updated information: d3 MFR fax number added. G1 MFR site name, danvers, removed. H6 med dev prob code added a141204.